Event description:
Same case as MFR ID # 2134265-2015-04036, 2134265-2015-04037, 2134265-2015-04050, 2134265-2015-04051. It was reported that during a percutaneous transluminal coronary angioplasty, a balloon rupture occurred. The highly calcified, type a target lesion was located in the right coronary artery (rca). The proximal lesion was pre-dilated a 2.5x20mm emerge balloon. Then a 2.75x20mm promus element¿ plus stent delivery system (sds) was advanced however it was unable to pass the distal lesion and was deployed in the proximal lesion. The stent was post dilated with another 3.0x20mm emerge balloon. The 2.75x28mm promus element¿ plus was advanced however was unable to cross the implanted stent. High force was used to remove the sds and stent damage was noted. The proximal lesion and implanted stent were dilated again with the same 3.0x20mm emerge balloon. A 2.5x16mm and 2.5x12mm promus element¿ plus stents were implanted in the distal lesion and post-dilated with the 3.0x20mm emerge balloon. Two 2.5x12mm and a 2.25x24mm promus element¿ plus stents where also advanced and were unable to cross the proximal placed stent. High force was used to remove the devices and all three stent stents were noted to be damaged. The 3.0x20mm emerge balloon was again used to dilate the proximal lesion and deployed stent. A 3.0x30mm emerge balloon was then used for dilation; however the balloon ruptured at 24bars and was successfully removed. A 2.5x12mm promus element¿ plus was deployed and post dilated with a 3.0x20mm nc quantum apex balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).